Manufacturer narrative:
(B)(4). The investigation and product evaluation is complete. A scratch was found on the strip. The most likely underlying root cause of this malfunction was identified as a strip issue. Additional product codes added.

Event description:
Consumer complaint of high blood glucose test results. Expected non-fasting blood glucose test result range is 80 to 120 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 232 mg/dl and 22 mg/dl. Verified storage of product is not within instructed specification. Test strip lot manufacturer's expiration date is 04/30/2018 and open vial date is (B)(6) 2015. Recall test results performed non-fasting from meter memory: 25 mg /dl (B)(6) 2015 12:14 pm. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet evaluated.

Event description:
Consumer complaint of high blood glucose test results. Expected non-fasting blood glucose test result range is 80/ to 120 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 232 mg/dl and 22 mg/dl. Verified storage of product is not within instructed specification. Test strip lot manufacturer's expiration date is 04/30/2018 and open vial date is (B)(6) 2015. Recall test results performed non-fasting from meter memory: 25 mg/dl; (B)(6) 2015; 12:14 pm. Adverse event not reported.